Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: phone_control_android omnipod software app version: 3.1.6 operating system: bp2a.250605.031.a3.s921usqs4cyl1 hardware: sm-s921u cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient's blood glucose level rose to 600 mg/dl between 36 and 48 hours of wearing the pod. The patient's mother reported they were taken to the emergency room where they were diagnosed with diabetic ketoacidosis on (B)(6) 2025. The mother stated upon removal of the pod, the cannula was found dislodged from their leg. Symptoms reported include pain, vomiting, stomach pain and nausea. The patient was treated with 2-liter bags of intravenous fluids and insulin. The patient was released 8 hours later on (B)(6) 2025.